Manufacturer narrative:
(B)(4). The MDR report key is (B)(4). The MDR text key is (B)(4). The report number is mw5102633. Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint found in maude database: dr. Reported that during the insertion of the central line in the critical pediatric patient there was difficulty threading the guide wire causing it to kink and required opening a second kit to obtain another wire to complete the procedure.

Manufacturer narrative:
(B)(4). The MDR text key is (B)(4). The report number is mw5102633.

Event description:
Complaint found in maude database: dr. Reported that during the insertion of the central line in the critical pediatric patient there was difficulty threading the guide wire causing it to kink and required opening a second kit to obtain another wire to complete the procedure.